Event description:
Healthcare professional reported left side "extensive cavitation, calcification, extensive changes along the wall of the capsule as well as a yellowish greenish fluid that would leak from the patient's nipples, fluid around the implant but did not classify as a rupture, and greyish green fluid around the implant." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, calcium deposits/calcification, fluid discharge.